Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited 'inconsistent' ventricular capture while programmed to maximum output. The ipg was removed the same day it was implanted. A new guidant ipg was then implanted. The explanted device was returned for analysis.